Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2017. As stated in the initial report, the customer requested an enhancement be made to the hemodynamics application by which an audible alarm is sounded when a patient's nibp (non-invasive blood pressure) values go beyond the set parameters. There was no allegation made regarding hemodynamics failure and/or malfunction. In follow up communication with the site, it was reported that the male patient's systolic blood pressure value dropped below 50. The patient's condition was noticed after the heart catheterization procedure had been completed and after the patient was taken to recovery. Interventional measures were taken by administering fluids to the patient. No other remedial actions were reported by the customer, however it was confirmed that there was no adverse outcome for the patient. In addition, no information was provided by the customer concerning the patient's age, birthdate, or any pre-existing medical condition(s). Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence as stated in the product's indications for use statement, "the system is intended for use in hospital cardiac catheterization laboratories and in pre-and post-procedure care areas in the hospital under the close supervision of qualified medical personnel." The customer requested in their follow up response to merge healthcare that an enhancement be added to the hemodynamics software providing audible and/or visual alarms for nibp, spo2, and respiration. Merge healthcare added an enhancement (hemo-7939) for spo2 cues for hemo v10.0.4 released on (B)(6) 2016 to include the following. The nibp enhancement request is still under internal review by merge healthcare. A. Add a client setting to set the threshold for the spo2 ECG tone change. B. Add a setting to enable ECG beep only when the spo2 threshold is passed. C. Have the spo2 display flash when the threshold is passed. A review of the customer's hemo case management within merge healthcare's internal database on (B)(6) 2018 confirmed that the customer has not called in again for assistance with this or any similar issue. As stated in the initial report, there is no evidence that the customer's reported problem was caused from a product defect and/or device malfunction. No further actions are anticipated at this time. If/when the nibp alarm is added to a future release, it will be communicated to customers through release notes and/or merge healthcare's sales group. Revised information contained in this supplemental report includes the following: indication of patient gender. Indication of required intervention. Indication that requested pre-existing medical condition(s) was not provided by the customer. Updated contact office - name/address. Date new information received by manufacturer (email response from customer) (B)(6) 2017. Indication that this is follow-up report 001. Indication that reportable event due to serious injury. Evaluation codes: method code: 3323 - no testing methods performed. Results code: 213 - no failure detected. Conclusions code: 18 - failure to follow instructions (indications for use statement). Indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
There is no evidence that the customer's reported problem was caused from a product defect and/or device malfunction. Merge technical support followed the internal workflow to create an enhancement request, hemo-(B)(4), and it is still under investigation. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted. The following have been identified in this initial report because of the high risk state of the patient (systolic value below 50). However there was no adverse patient outcome reported by the customer: report type - adverse event. Outcomes attributed to adverse event.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer called into merge healthcare requesting that an enhancement be made to the hemo application by which an audible alarm is sounded when a patient's nibp (non-invasive blood pressure) values go beyond the set parameters. The customer reported that an incident occurred where a patient's systolic blood pressure value "dropped below 50" and was not noticed by the medical staff until the patient arrived in the recovery room following the procedure. The normal value is 120 so the patient was in a high risk state; however, no adverse outcome to the patient was reported when the call was made to merge healthcare. (B)(4).